Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer stated that the insulin pump was in a swimming pool leading to the keypad issues. The clock on the insulin pump did not advance when observed for one minute. The customer also stated that they have changed the battery and the time was still not advancing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was noted that the customer's blood glucose level was 465 mg/dl after breakfast. Troubleshooting for pump exposed to fluid was performed. The customer reported that the type of fluid/moisture exposure to the insulin pump was swimming pool. The customer also reported that the insulin pump was exposed to fluid in the past with no moisture visible. After exposure to fluid the customer noticed more, or frequent stuck button alarm. Alarm history was could not be reviewed due to frozen screen. The customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent down button response due to moisture damage keypad trace. No frozen screen. Moisture damage electronic and motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.